Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I generated on the architect i2000sr processing module for a 82 year old female patient in the emergency department. (Customer provided reference range was 0-0.05, and the critical value was 0-0.5 ng/ml) initial result was 1.926 ng/ml, tested on mindray platform (conventional troponin and not a high sensitivity troponin) and result was 0.7 ng/ml with an unknown reference range; however, was a negative result per the customer. Cardiology conducted bedside testing and tracking that consisted of an EKG and found no myocardial infarction. The whole monitoring process exceed 48 hour and during that time the patient did not have any discomfort. The clinical physician stated that the possibility of myocardial infarction has been ruled out. The patient¿s cardiac enzymes were all normal. The patient¿s chief complaint was continuous swelling and pain in the left leg which was tolerable. The leg pain was alleviated after resting and became aggravated after activity or walking. The patient was in somewhat poor spirits, and urination and defecation were normal. Patient history included hypertension for 5 years, cerebral infarction, chronic gastritis, hyperlipidemia, hyperhomocysteinemia, and fatty liver. The patient denied hepatitis, denied diabetes, denied a history of surgery, and denied a history of allergic reactions. The customer reported after observing the patient¿s test results, the patient had coronary atherosclerotic heart disease and atrial fibrillation. There was no harm to the patient and no further impact to the patient. Update: additional information was provided on 26sep2023 stating the customer is no longer questioning the results as being incorrect. Based upon this new information, this complaint is no longer a reportable event and no further follow up will be provided.

Manufacturer narrative:
Additional information in section b5 - additional information was provided on 26sep2023 stating the customer is no longer questioning the results as being incorrect. Based upon this new information, this complaint is no longer a reportable event and no further follow up will be provided. H3 other text : additional information was provided on 26sep2023 stating the customer is no longer questioning the results as being incorrect. Based upon this new information, this complaint is no longer a reportable event and no further follow up will be provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section e1 phone number:(B)(6). This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I generated on the architect i2000sr processing module for a 82 year old female patient in the emergency department. (Customer provided reference range was 0-0.05, and the critical value was 0-0.5 ng/ml) initial result was 1.926 ng/ml, tested on mindray platform (conventional troponin and not a high sensitivity troponin) and result was 0.7 ng/ml with an unknown reference range; however, was a negative result per the customer. Cardiology conducted bedside testing and tracking that consisted of an EKG and found no myocardial infarction. The whole monitoring process exceed 48 hour and during that time the patient did not have any discomfort. The clinical physician stated that the possibility of myocardial infarction has been ruled out. The patient¿s cardiac enzymes were all normal. The patient¿s chief complaint was continuous swelling and pain in the left leg which was tolerable. The leg pain was alleviated after resting and became aggravated after activity or walking. The patient was in somewhat poor spirits, and urination and defecation were normal. Patient history included hypertension for 5 years, cerebral infarction, chronic gastritis, hyperlipidemia, hyperhomocysteinemia, and fatty liver. The patient denied hepatitis, denied diabetes, denied a history of surgery, and denied a history of allergic reactions. The customer reported after observing the patient¿s test results, the patient had coronary atherosclerotic heart disease and atrial fibrillation. There was no harm to the patient and no further impact to the patient.